Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1kkzs, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient undergoing an advanced evaluation tri al. It was reported that the patient became infected during the trial; it was noted that the patient showered during the trial, which may have led or contributed to the issue. The patient unplugged their external neurostimulator (ens) and it was turned in after the trial; the lead used during the trial was explanted. The issue was reported to have been resolved at the time of the report. No further complications were reported/anticipated.